Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 400 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the time on the insulin pump was incorrect. Customer also stated the insulin pump was no longer delivering their basal rates. Customer was advised the incorrect time may be the cause behind their basal rates not being delivered. Troubleshooting was not completed as the customer did not have tubing clamps available. Customer also reported cracks at their battery compartment. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.